Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Section d6a: date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation after being exchanged due to driveline power fault alarms. The log files from this controller collectively contained approximately 16 hours of relevant information (12:29:26 (B)(6) 2024 to 4:20:26 (B)(6) 2024 per time stamp). At 0:30:49 on (B)(6) 2024, a driveline power fault alarm was activated due to intermittent interruptions in the power b signal. This alarm was determined to be related to damages found within the returned modular cable and has therefore been further addressed under the investigation of the modular cable. The pump maintained a speed within the expected range while the driveline was connected. The returned heartmate 3 system controller was functionally tested alongside known working test equipment, and was found to perform as intended. Provided information indicated that the event resolved with the simultaneous exchange of the heartmate 3 system controller and modular cable. Additional log files were also submitted from the patient¿s new controller, and no abnormal events were observed. The root cause of the reported event was determined to be related to an issue with the exchanged modular cable and not the heartmate 3 system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault and power cable disconnect alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency room with continuous "beeping" of their left ventricular assist device (lvad) with a "yellow wrench" that started around 2 am on (B)(6) r2024. Waveforms were downloaded for analysis and the patient's primary system controller and modular cable were exchanged per the doctor's recommendations without incidence after waveforms download. The patient tolerated the exchange well and was discharged home from the emergency room. A review of the log files revealed driveline power b faults on (B)(6) 2024. No more alarms or concerns were seen after the controller and the modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.